Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; specific bg value was not provided. Cause was unknown. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.